Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a black image/no image. The event occurred during the preparation for an unspecified procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the investigation results, it is likely that the malfunction was due to a disconnection in the cable unit, which prevented the endoscopic image from being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a black image/no image. The event occurred during the preparation for an unspecified procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected field- h6 (type of investigation)- added b11 historical data analysis. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a black image/no image. The event occurred during the preparation for an unspecified procedure. There was no patient involvement.